Event description:
It was reported via repair work order that the left side rail would not lock up in the upright position due to broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.